Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). No code available; additional procedure to remove and replace the drainage catheter. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a sub-diaphragmatic peri-hepatic drainage procedure using seldinger technique following initial puncture with one step needle and wire guide. Upon device placement, the physician was unable to aspirate through the catheter. The tubing was examined with no problems found. A computed tomography (CT) was performed to confirm correct placement of the catheter, and upon returning from CT, fluid was found to be spontaneously draining from the catheter. A bag was then placed and the catheter was secured. Immediately, the team noted that they were unable to flush the drain, as fluid was leaking through the locking mechanism. The physician visited the patient the following day to inspect the drain and found that the locking mechanism had completely detached from the catheter. The drain was then removed and exchanged with a like device. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
H6 - method code: (10) testing of actual/suspected device. Results code: (4247) appropriate term/code not available. Conclusion code: (4315) cause not established. Investigation - evaluation: a review of the complaint history, device history record, documentation, as well as a visual inspection, dimensional verification and a functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation of the hub from the catheter. The flare appeared lopsided, out of round and had a small lip. Device attributes including connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter and the number of threads showing between the cap and the hub were measured and found to be within manufacturing specifications. A twist test was conducted, confirming the proximal assembly was secure. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this or similar lot numbers. The instructions for use instruct the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.